Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation; 2 events were confirmed during testing. Evaluation found 1 device to be affected by an exterior substance with internal no component failures 1 device was found to be actively leaking with internal corrosion present upon disassembly. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.